Event description:
On (B)(6) 2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired (date not provided). No additional information provided during intake. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, autopsy report, discharge summary (if applicable), hospital records (if applicable)] have thus far proven unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in h10. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the patient¿s liberty select cycler, and the serious adverse event(s) of death, as it is unknown if the patient was actively undergoing treatment when the event(s) occurred. The definitive cause of the patient¿s expiration is unknown; therefore, causality cannot be established. Given the limited information available, a more comprehensive investigation could not be performed. Nevertheless, the esrd population continues to have significantly higher mortality (up to 30-fold higher), and fewer expected years of life when compared to the general population. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse event(s). There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse event(s). Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet user expectation or manufacturer specifications.

Event description:
On 24/oct/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired (date not provided). No additional information provided during intake. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, autopsy report, discharge summary (if applicable), hospital records (if applicable)] have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 24/oct/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired (date not provided). No additional information provided during intake. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, autopsy report, discharge summary (if applicable), hospital records (if applicable)] have thus far proven unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as received simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 24/oct/2022, fresenius became aware this patient with end stage renal disease (esrd) previously on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reportedly expired (date not provided). No additional information provided during intake. Subsequent attempts to obtain additional information [e.g., treatment record (if applicable), death certificate, esrd death notification, autopsy report, discharge summary (if applicable), hospital records (if applicable)] have thus far proven unsuccessful.